Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. E1 - department: (B)(6). H3 - device evaluated by mfg? Device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the flexible stiffening cannula was difficult to remove from an ultrathane mac-loc locking loop multipurpose drainage catheter during a multipurpose drain change in a patient of unknown gender and age. During attempted removal of the stiffener, it stretched and became stuck in the catheter. This nearly resulted in the loss of access, prompting the end user to switch to a competitor drain. Prior to the incident, it was confirmed that the suture had been completely removed from the catheter. The user noted that this was common practice when the catheter length needed to be trimmed. However, only the suture had been removed at that time, and the catheter hub had not been trimmed before the attempted placement. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that the flexible stiffening cannula was difficult to remove from an ultrathane mac-loc locking loop multipurpose drainage catheter during a multipurpose drain change in a patient of unknown gender and age. During the attempted removal of the stiffener, it stretched and became stuck in the catheter. This nearly resulted in the loss of access, prompting the end user to switch to a competitor drain. Prior to the incident, it was confirmed that the suture had been completely removed from the catheter. The user noted that this was common practice when the catheter length needed to be trimmed. However, only the suture had been removed at that time, and the catheter hub had not been trimmed before the attempted placement. It was reported that the issues are with the blue flexible stiffeners from catheters 10 french and below and not the 12-14 french catheters with hard plastic stiffeners. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions, instructions for use (IFU), and specifications, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. The ultrathane mac-loc locking loop multipurpose drainage catheter was not returned. Only the supplied flexible stiffening cannula was returned, exhibiting damage. Damage to the stiffener was present throughout the length. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode before distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [t_multi2 rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once the catheter is in the desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if the package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 11apr2025, it was reported that the issues are with the blue flexible stiffeners from catheters 10 french and below and not the 12-14 french catheters with hard plastic stiffeners.